Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was clogged during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9100962, 9156508 it was reported that needle clogged during priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9100962, medical device expiration date: 2024-04-30, device manufacture date: 2019-06-07, medical device lot #: 9156508, medical device expiration date: 2024-06-30, device manufacture date: 2019-07-23, a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 g 4 mm 100bx 1200 USA was clogged during use. The following information was provided by the initial reporter: material no. 320122, batch no. 9100962, 9156508. It was reported that needle clogged during priming.